Event description:
Customer's mother reported via phone call, the customer was hospitalized due to diabetic ketoacidosis for the third time this year. Customer's mother stated the insulin pump did not alarm no delivery and the cannula was bent. Customer woke up with high blood glucose and not feeling well, customer attempted to treat with the device. Customer changed the infusion set and noticed the cannula was bent. Once the new set was inserted and primed, the insulin pump alarmed no delivery during bolus. At this point the customer changed the set again but since she continued to feel ill, her mother took her to the hospital. Customer's blood glucose was 350 mg/dl. Customer was treated via insulin drip and released once the customer's blood glucose came down. Customer's outcome the insulin pump is returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.